Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 7.2 cm x 6.2 cm abdominal aortic aneurysm approximately 2 months ago. The aortic neck was 30 mm to 32 mm in diameter. The aortic neck was angulated anteriorly and it was large in diameter; however, the stent graft was sized appropriately. It was reported that the pt presented with a type 1 endoleak. The pt was treated with a 36mm aortic cuff and a palmaz stent. The endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention. Eval: results: endoleak. Aortic neck was angulated. Eval: conclusion: aortic neck was angulated.